Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The instrument was reseated without improvement, and the procedure was completed using a different instrument on the same unit without issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument had an issue with the motion of the instrument tip, which was not moving as intended and sometimes exhibited erratic motion. The instrument was reseated without improvement, and the procedure was completed using a different instrument on the same unit without issues. The user completed the procedure and no known impact or patient consequence was reported.